Manufacturer narrative:
Evaluation summary: primary surgical notes stated that the tha was for degenerative joint disease of the right hip. The final reduction of the tha was stable with a good range of motion. Leg length was noted to be longer by 3-4 mm that was wanted. Revision surgical notes stated "significant aseptic lymphocytic vasculitis associated lesion reaction secondary to corrosion at the head and neck junction requiring massive soft tissue debridement and revision of the head and neck and liner to a constrained liner secondary to loss of the entire abductor mechanism." X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs high impact), and relevant medical history are unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Concomitant medical product(s): 00771301500 ¿ m/l taper stem ¿ 60910215; 00620005822 ¿ trilogy shell - 61076267; 00625006525 ¿ bone screw ¿ 61077220.

Event description:
It was reported that patient underwent a right hip revision approximately 5 years post implantation due to pain, limb length discrepancy, feeling of subluxation, altr, in-vivo corrosion, necrosis, tissue damage, poor bone quality and instability. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting placement of inferior vena cava filter prior to procedure due to history of dvt and pe. Shortening and loss of offset status post right total hip replacement. Significant aseptic lymphocytic vasculitis associated lesion reaction secondary to corrosion at the head and neck junction requiring massive soft tissue debridement and revision of the head and neck and liner to a constrained liner secondary to loss of the entire abductor muscle. Pain and feeling of hip subluxing. The patient was short by 3/8 inch and the offset on x-ray was not restored. Good days greater than bad days. Put off revision. No signs of infection. After incision, 100 ml serosanguineous fluid encountered. Multiple cultures sent ( no report provided). The entire abductor mechanism, as well as the capsule, was necrotic. The patient was left without an abductor mechanism. It was decided to forego femoral stem revision due to bone quality. It was decided a locking ring was needed to help prevent chronic dislocation since the patient no longer had an abductor mechanism. There was significant corrosion at the head and neck junction with significant aval but not at the neck and stem junction. Offset was extended from 0 to +8. This did improve limb length but did not completely restore the length. DHR was reviewed and no discrepancies were found. The additional information does not change the root cause of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.